Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There is no evidence the device was in patient use. During the evaluation the device failed a test step indicating an active exhalation failure. The device's three-way solenoid and proportional valve were replaced to address the issue. During final testing the device failed a test step for bluetooth verification. This issue would not affect the device's ability to deliver therapy as designed. If new information becomes available a follow up will be filed.